Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the lcd screen and the reservoir compartment was cracked. The customer¿s blood glucose level was 22 mmol/l. The customer reported that the reservoir was dropping out of the insulin pump. The customer was advised to discontinue the use of insulin pump and revert to back up plan. The device will not be returned for analysis.